Event description:
It was reported that an ilet device experienced a screen issue described as unresponsive, consistent with a hardware display problem. Symptoms included no clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included user troubleshooting and education, verification of shipping and return process, and instructions to sync data and shut down the device prior to return. Investigation of this case revealed a malfunction of the screen component without associated alarms or alerts, consistent with a device hardware malfunction localized to the display/touch interface. It was concluded, based on previously established findings for similar reports, that the cause was device component failure.